Event description:
It was reported that there was a loss of therapeutic effect and that the patient did not think the therapy had been working well for her since (B)(6) 2013. It was noted the patient had no accidents or trauma but in (B)(6) she moved a chair and ¿scooched it¿ across the floor. The reporter noted that since then, the patient¿s stimulation had not been as effective. It was noted the patient had it set to 10.5 amplitude and could barely feel the stimulation. The reporter stated the patient had been reprogrammed 4-5 times in the prior year and the programming would work for the first week and then the pain symptoms would ¿creep back.¿ it was further reported that the patient was still having concerns regarding the device or therapy but was working with the doctor or manufacturing representative. It was noted the patient spoke with the manufacturing representative. It was noted the patient¿s stimulation was still not working right.

Manufacturer narrative:
Concomitant products: product ID 37744, serial # (B)(4), product type programmer, patient; product ID 37754, serial # (B)(4), product type recharger; product ID 39286-65, serial # (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).